Event description:
The hospital reported a coiling procedure, where the device in question was blocked inside the sheath. The hospital reported no patient complications.

Manufacturer narrative:
The device in question was returned to the manufacturer for evaluation. A device history record (DHR) review, a similar complaint review, a dimensional check, a visual/microscopic and initial condition exam were performed as part of the device evaluation. The device history record (DHR) review showed no issues or discrepancies which could potentially relate to this complaint, confirming that this device met all material, assembly and performance specifications. A review for similar complaints within the batch number showed that there were no other complaints associated with this batch. A review of similar complaints across the product family did not indicate an adverse trend. All dimensions that could be measured were found to be within specification. The visual/microscopic exam showed that the coil had been stretched and was broken in the proximal region. Friction was felt trying to advance the device in question, though it could be retracted without issue. The device in question was returned, showing kinks in the pusher wire. The twist lock mechanism of the introducer did not appear to have been opened fully when compared to that of a production unit. Based on the above facts and findings, the user's complaint was confirmed; however, boston scientific cannot conclusively determine the cause of the user's experience. If further significant information is found, a supplemental report will follow.